Event description:
Facility technician reported baxter sps 550 device air foam detector did not have an audible alarm when air was present in the bloodtubing. No further info was available for this report.